Event description:
Last follow for patient was in (B)(6) and there was 73% battery remaining. Today device interrogated in eri and pacing 0% of the time. Patient did not recall doing any traveling/surgeries/using tools etc. Cu reset was performed successfully and device now says 53% battery remaining. On (B)(6) 2016 the patient was in eri again. Device explant had been recommended. Device remains implanted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.